Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One spline twist implant ((B)(6)) was reported and returned for investigation. The reported gingival cuff was not returned. Visual/physical evaluation of the as returned implant identified debris (possibly blood/bone residue) around the internal threads, which looked damaged. The device failed to function properly when tested with in-house mating device. However, the coob could not be verified since the condition as received were unknown. This investigation addresses the gingival cuff. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: dental healing collar, (surgical cover) screw, temp.gingival cuff & temp.abutment for implant system, IFU 9658 rev 2 - 10/19. Information identified: warnings. Per the applicable IFU, improper techniques can lead to device failure. Based on the investigation and risk management file review, the most likely root cause determined is customer errors (excessive torque applied/improper techniques used). Therefore, based on the available information, device malfunction and the reported event/coob could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that when he attempted to attach a gingival cuff to an implant body placed in the patient's mouth, it stopped in the middle and could not be attached all the way. The physician removed the implant from the patient's mouth and used a different product. After retrieving the removed implant from the physician, he attempted to place a sample of our gingival cuff, but it also stopped in the middle and could not be placed all the way.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided; d1: brand name unknown / not provided; d4: lot/serial # unknown / not provided; d4: device expiration date unknown / not provided; d4: device UDI number unknown / not provided; g4: PMA/510(k) number unknown / not provided; h4: device manufacturer date unknown / not provided.